Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that the non osseointegration of a dental implant installed in intraoral region #16, but did not provide further information about the case.